Event description:
The device was used during a laparoscopically assisted vaginal hystertectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device. The hosp has reported that no pt injury occurred.